Event description:
It was reported that a large volume infusor was found to have a foreign particle in the reservoir. This was observed after filling. The device was filled with fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the lot was manufactured from october 24, 2014 to october 25, 2014. The device evaluation was completed to investigate the reported issue. A visual inspection was performed and revealed a white particle, approximately 0.30 square mm in size, floating in the fluid inside the reservoir. Fourier transform infrared spectroscopy scanning identified the particle to be acrylic material. The reported issue was verified through evaluation. The cause of the particulate matter could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.